Event description:
It was reported that a health care professional (hcp) had called in with assistance for electrocardiogram (ECG) during the follow-up post implant for this pacemaker device. Upon review, the sensing was low for both the leads, and it decreased since implant, due to which the patient's rhythm was going from 120 bpm to 60bpm all of the time. Imaging was performed and it was confirmed that there was no dislocation of any of the leads, however there was oversensing and undersensing noted. The right ventricular (rv) lead thresholds were high at 7v. Reprogramming was performed, however there was no change in patient condition. The hcp was recommended to perform a revision procedure, but the date is not yet confirmed. This pacemaker device currently remains in service. No adverse patient effects were reported.